Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The actual sample was not available; therefore, two representative samples were returned for evaluation. A visual exam was performed and no issues were found. Functional testing was also performed and the samples passed the leak test. Based on the investigation performed, the reported complaint could not be confirmed. It was found that the returned samples were assembled correctly. Also, the samples did not have any functional issues. In the current manufacturing procedure, a 100% leak test is conducted after assembly; therefore, any defects would be detected prior to release.

Event description:
The customer alleges that the cannula detached from the corrugated oxygen tubing at the white adaptor piece.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the cannula detached from the corrugated oxygen tubing at the white adaptor piece.